Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the device was oversensing noise. There were no patient consequences